Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e4, information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to insertion section during device handling by the user. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had air bubbles come out at the top of the working channel, not completely cleaned. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube has foreign objects, and the connecting tube has coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the connecting tube has foreign objects, and the connecting tube has coating peeling (1mm2 or more). Additional evaluation findings were as follows: the forceps channel port has a dent, the control unit has corrosion due to water leakage, the plug unit, the light guide lens has a scratch, the plug unit has corrosion due to water leakage, due to damage on channel-tube, water tightness is lost, due to damage on charge-couple device unit, a noise image occurs, due to wear of angle wire, bending angle in up direction does not meet the standard value, the plastic distal end cover has corrosion, the adhesive around objective lens has corrosion, the adhesive on the bending section cover has a crack, and the connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.